Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the error was being caused by a corruption in the software data which was able to be resolved by wiping and reinstalling the software files. A log file review was performed. The reported problem was confirmed. Log files from 2023-02-27 showed that many items in the datastore were missing when the system attempted to reference them. A review was performed by the software team. Software review determined that this was likely due to a software corruption in the handpiecesetting.json file causing internal errors when attempting to load the data files for case setup. The most likely cause of the reported issue was found to be a software corruption. It was possibly a corruption of the handpiecesetting.json file, however a definitive cause for how this occurred could not be determined. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during set-up for a tka, upon trying to begin operation, the real intelligence cori output "internal error: the system has detected that the application unexpectedly exited" error. Rep attempted to go back into the case with the same error. He restarted the system and changed to a different wall outlet. He received this error three times in a row. As this happened before surgery, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).